Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that at midnight, his glucose level went up to 518mg/dl, and the customer was treated with a bolus through the bolus wizard. The customer went back to bed and half our later, the glucose level went up to 534mg/dl. Then the infusion set was changed and found that the cannula was bent and the needle did not introduce into the body. The customer was injected a new infusion set into the abdomen and treated with a bolus of 4.0 units. An hour later, the customer got a no delivery alarm and his glucose went up to 541mg/dl. The infusion set was changed again and the cannula was bent, it was stated that the customer injected once again a new infusion set and measured the glucose level of 501mg/dl. The child was sick and was taken to the hospital. Troubleshooting was performed, and the insulin pump passed all the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.